Manufacturer narrative:
The unit was returned to and examined by the company. The device's components were all present with no damage. No leaks were found and the unit was within manufacturer specifications. The alleged incident reported could not be duplicated.

Event description:
The company was informed on november 3, 2016 of an adverse event involving a stroller unit. The incident was described as "the patient was under oxygen therapy and was using a portable stroller. The patient came to the hospital twice a week for rehabilitation therapy. There in the changing room, the patient gave alarm. He could not receive any oxygen because the device was completely frozen and could not deliver any oxygen, although the flow was set to 6lpm. The physiotherapist found the patient with an oxygen saturation of 65%. The patient was re-oxygenated and received another portable device from the hospital.

Manufacturer narrative:
The unit has been returned and pending testing. Once testing has been completed, a followup report will be submitted.

Event description:
The company was informed on november 3, 2016 of an adverse event involving a stroller unit. The incident was described as "the patient was under oxygen therapy and was using a portable stroller. The patient came to the hospital twice a week for rehabilitation therapy. There in the changing room, the patient gave alarm. He could not receive any oxygen because the device was completely frozen and could not deliver any oxygen, although the flow was set to 6lpm. The physiotherapist found the patient with an oxygen saturation of 65%. The patient was re-oxygenated and received another portable device from the hospital.